Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(6), ubd: 15-mar-2008, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain following an implantable pulse generator (ipg) replacement. The patient presented for post-operative education and programming after the ipg replacement. During programming, an impedance check was performed, revealing that lead #2 of the lead 3487a-33 pisces quad kit, 33cm had impedances greater than 40,000, rendering lead #2 not usable. Attempts were made to program using lead #1; however, the patient was dissatisfied with the results and reported inadequate stimulation coverage in the knee area compared to the original implant. The patient expressed a desire for more stimulation in the knee area as previously experienced. A device revision is planned, with the surgery date to be determined. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.